Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a longitudinal fissure (approximately 0.5 cm in length) on the blue air vent. Gravity and under water leak testing were performed and a leak was observed from the fissure. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The supplier of the component has been notified of this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent. This occurred during priming. There was no patient involvement. No additional information is available.